Event description:
Pt report to the nurse aid that their IV site was leaking. Primary nurse into check on the site. Primary nurse was pulling off the old dressing. Going very slow due to the fact the pt has a large amt of hair on their left hand. "Pt states that is pulling and hurts." Upon lifting off the op-site, primary nurse saw that the angio cath was broken in two and that the top of the angio was leaking flds. Immediately the primary nurse grab pt's left wrist and applied pressure with their left hand and leaned over the pt head and grab the blood pressure cuff and placed it on the pt arm and pumped it up, call for assistance from charge nurse. Charge nurse entered the room, the primary nurse instructed them to hold pt's hand, the primary nurse pulled the remaining angio cath out of the pt hand. The pressure from the b/p cuff made the remaining portion of the angiocath protruded enough for removal. Portion retrieved was 22mm long.